Manufacturer narrative:
Event date approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient could always put the insr antenna in the right place when charging and she had been using her device for 1-3 years now but the green start button seemed to not work. The patient explained she knew that when she went 12 hours on a charge, it would take her between 45-60 minutes to charge her ins and she charged twice a day but now it was taking her only 10 minutes to fully charge. The patient stated when she took the insr antenna off and waited for a minute and started a charging session again, it would start charging again and so she was getting a 10 minute charge and did not know when she was done charging. The patient noted it was hard for her to describe the insr icons during troubleshooting on the call. The patient described the normal ins charging screen with all 8 coupling bars indicating the implant was charging. The patient noted she was usually lying down when she was charging. The patient stated she had to press the start charge green button multiple times and take off her insr antenna to get her 8 coupling bars. The patient could not tell if the green button was stuck. The patient stated when she tried to charge on the morning of the call she saw the normal ins charging screen and it charged for 9 minutes and saw the charge complete screen and she thought that was weird. It was reviewed the charge complete screen came up when the implant was fully charged. The patient stated she charged when she went to bed at night and when she woke up. It was reported the patient lost 4 bars while troubleshooting during the call but once she repositioned the antenna she was able to get all 8 bars back. The patient stated the past couple of days to get a full charge it had taken her multiple attempts. The patient clarified she would have 9 minutes of charging and then she saw the charge complete screen and then she would charge for another 9 minutes until she got to 45 minutes of charging. The patient stated it was not a continuous 45 minutes. The patient stated for 2 years she had 45 minutes of charging and all of a sudden it went to 9 minutes and it did not make sense to her. The patient confirmed she recharged the same as she used to before and at the same level. The patient was instructed to follow up with their health care professional (hcp) for recharging statistics. It was reported the patient thought the sound button on the recharger was to turn the recharger light on. The patient stated she had been using the audio button for however long she had her device to turn the light on. The patient noted that her insr screen light did not come on automatically and she pressed the audio button for the light to come on since she had her device. The patient confirmed audio was off on the call. The patient's husband clarified the call stating it usually took the patient 30-40 minutes to charge because her settings were very high. It was reported sometimes she could get the charge complete screen after just a few minutes when they knew the ins cannot be fully charged that quickly. The patient got concerned because there was so much variability in when she saw the charge complete screen. The caller confirmed the patient had all 8 coupling bars shaded because he knew it took forever when all coupling bars were not achieved. The caller stated they always started charging when the implant was between 75 and 100% but never below that. The patient's husband also tried to start a charging session again and noted no coupling bars but when they repositioned the antenna they got all 8 coupling bars and the ins battery level was flashing at between 75% and 100%. The patient was transferred to repair where they reported it took a lot longer to charge which was not the same information as the information reported in the call. A replacement insr was sent. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the replacement of the recharger did not resolve the recharging difficulties/variance in recharging time. Steps taken to resolve the issue included reducing their settings (voltage settings) on the pulse generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.